Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2009. Ethicon's gynecare tvt secur device was also implanted at this time. The complaint via the attorney was that the patient suffered an unspecified injury. It is not know when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.